Event description:
The time of event is unknown. There was no report of patient harm. Distal body damage.

Manufacturer narrative:
We checked the returned unit and confirmed that the objective gluing missing. Based on the result, we concluded that it was caused due to physical damage. In addition, we confirmed that the lcb distal cover glass cracked; however, they are not the main cause, and/or irrelevant to the alleged complaint. As a result of confirming the detail to pai as gfe, no response has been obtained, therefore we could not deny the possibility of the objective glue fallen into human body. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.